Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their neurostimulator and tined lead explanted to be re-trialed for stage 1 to see if that would help with the bowel symptoms. The original neurostimulator and tined lead was not providing any symptom relief, despite the device working properly. The physician removed the original neurostimulator and tined lead and proceeded with putting the patient on the stage 1 trial. The patient was implanted with a new tined lead and provided a trial stimulator. The patient is scheduled to come back to either have the tined lead removed or new neurostimulator placed.

Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1k431414 model/catalog description: tined lead unique identifier (UDI) #: (B)(4) block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of fecal incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient had their neurostimulator and tined lead explanted to be re-trialed for stage 1 to see if that would help with the bowel symptoms. The original neurostimulator and tined lead was not providing any symptom relief, despite the device working properly. The physician removed the original neurostimulator and tined lead and proceeded with putting the patient on the stage 1 trial. The patient was implanted with a new tined lead and provided a trial stimulator. The patient is scheduled to come back to either have the tined lead removed or new neurostimulator placed.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). Correction: block e1: initial reporter email.

Event description:
It was reported the patient had their neurostimulator and tined lead explanted to be re-trialed for stage 1 to see if that would help with the bowel symptoms. The original neurostimulator and tined lead was not providing any symptom relief, despite the device working properly. The physician removed the original neurostimulator and tined lead and proceeded with putting the patient on the stage 1 trial. The patient was implanted with a new tined lead and provided a trial stimulator. The patient is scheduled to come back to either have the tined lead removed or new neurostimulator placed.